Manufacturer narrative:
A guidewire in separate packaging was received. The returned guidewire was found to be within specification with a 0.017" thickness. Inspection of the returned guidewire displayed some discoloration on the proximal tip.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related MFR no. 3004936110-2020-00622. During the advancement of the delivery catheter over the cardiomems guidewire, the catheter ¿felt stuck¿ on the wire. No sticking was noted with the wedge catheter. The delivery catheter and guidewire were removed, and the sensor was not reinserted as it was elevated off the catheter. A replacement guidewire and cardiomems delivery system were used to complete the procedure. The sensor was deployed successfully without issue, and the procedure was extended by 45 mins with no adverse health effects.